Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03191. It was reported that the patient had a fall and afterwards it was found the leads had migrated. As a result, surgical intervention took place on (B)(6) 2019, wherein the patient¿s left lead was explanted and replaced. Therapy has been restored post op. It is unknown which lead was explanted and replaced, therefore both leads are being reported on.